Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to moisture damage keypad trace. The pump was unable to perform the displacement test due to keypad anomaly. The number does not ramp up on its own or scroll bar moving with no input. No button keypad flashing on screen anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 133 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.